Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation revealed the threader persuader was returned with the reduction insert broken across all holes. The threaded reduction tube prongs are dented and splayed outwards, and could not be removed from the reduction tube assembly. The handle was not returned with the complaint. It is concluded that this complaint is deemed indeterminate from a manufacturing standpoint. The missing and damaged portions of the product make physical dimensional verification impossible.

Event description:
It was reported that during a posterior lumbar interbody fusion (plif) procedure at l4-s1, the matrix threaded persuader broke while trying to reduce the rod. The piece that drops into the persuader became cold-welded to the device and could not be removed. The reduction screw on the persuader stripped. The surgeon tried to use the simple persuader and it would not fit. The locking caps were removed to contour the rod to a greater angle in order to seat the rod into the pedicle screw. The locking caps were re-implanted and the procedure was completed. Approximately 5 minutes was added to the procedure.